Event description:
Livanova deutschland received a report about heater-cooler system 3t stirrer motor not working while preparing for the procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in mumbai, india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor which was hard to rotate by hand and was loud. Rust was identified on the motor. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Livanova has received a report about a heater-cooler 3t system showing error message stirring mechanism is blocked. A livanova service technician was dispatched to the customer's facility, the stirrer motor was found not to be moving freely and rust was observed onto the stirrer motor. The stirrer motor was replaced. The unit returned to service. A device service history review was conducted and identified that the unit was manufactured in 2018 and no other similar events have been reported. The most probable root cause of the event was a corroded/rusted bearing of the stirrer motor, which may be due to environmental conditions in which the component worked, such as high temperatures, humidity, condensation, and water infiltration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.